Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was having an issue inserting a straight tip catheter into the bladder, and was unable to void. The patient had to go to the ER to void his bladder. The hospital gave the patient a foley catheter for the time being.